Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the planned treatment of the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and identified that the ippc and hard disk had failed. The fse replaced ippc and hard disk to resolve the issue, restoring normal system functionality. The ippc was returned for analysis and result indicated that no defect or malfunction was found on the reported issue. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. A scenario where the procedure can be completed by restarting the system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the message that the image disk space was too low. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.